Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. No blood glucose (bg) reading below 54 mg/dl was entered into the pump by the user on (B)(6) 2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 20 mg/dl range resulting in a fall and bruises. Bg cause was not known. Customer consumed carbohydrates and received assistance from paramedics and was provided with glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.